Event description:
The customer contacted stryker to report that their device's keypad is freezing up and intermittently not functioning. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's keypad is freezing up and intermittently not functioning. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluated the removed interface pcb assembly and a thermally damaged u5 controller was determined to be the cause of the reported issue.